Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: (B)(4). It was reported the patient was not receiving effective therapy due to high impedances on both leads. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was established post operatively.